Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles coming out of unit, sinus problems, dizziness, nausea, light headedness, shortness of breath, and respiratory complications related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found unknown white deposits in filter inlet, unknown brown debris consistent with keratin found in filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown white debris consistent with dust found on top of blower. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer concludes the device has unknown white deposits in filter inlet, unknown brown debris consistent with keratin found in filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown white debris consistent with dust found on top of blower. There was no evidance of sound abatement foam degredation. Section d8, d9, h2, h6 is updated in this report. Section h6 is corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).